Manufacturer narrative:
(B)(4). Device was received. Investigation will be conducted. Follow up will be filed with investigation results.

Manufacturer narrative:
Product complaint # ==> pc-000230141 UDI:(B)(4). Visual examination of the hydraulic pump revealed that hose connecting the hydraulic cylinder and the rectus connector are intact. No difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir (sample) connection were detected. Functional analysis of the cylinder revealed that the hydraulic pump was functioning as intended, as evidenced by the smooth motion of plunger in the cylinder. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Functional analysis of the hydraulic pump revealed no difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection. Also, the hydraulic pump was functioning as intended, as evidenced by the smooth motion of the plunger in the cylinder. Therefore, this investigation could not verify or identify any evidence of product contribution to the reported problem. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician reported that pump worked incorrectly. To procedure completed physician used another one product the same type. No consequences for the patient reported.